Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review it was noted that the device exhibited diagnostic issue. The patient failed to receive therapy since the arrhythmia was inappropriately labeled as bigeminal rhythm. The patient had a history of slow ventricular tachycardia. No programming changes were made. The patient was in a stable condition.